Manufacturer narrative:
B5: it was previously reported that three (3) continuous ambulatory peritoneal dialysis (capd) patients experienced peritonitis however during follow-up this case will capture one of the specific patients reported with an unknown patient identifier who experienced peritonitis. The follow-up information for the patient reported in this case was already captured in 1416980-2021-02328. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) continuous ambulatory peritoneal dialysis (capd) patients experienced peritonitis. The cause and treatment of the event was not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patient's outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.